Manufacturer narrative:
Date of event was approximated to (B)(6) 2011, implant procedure date, as no event date was reported. This event was reported by the patient's legal representation. The implanting surgeon is dr. (B)(6). (B)(6) hospital. (B)(6). United states. (B)(6). Adverse event problem: patient code e2401 captures the reportable event of unknown injury. Impact code f12 has been used in the light of this patient seeking legal recourse for an unspecified personal injury related to the device.

Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted during a posterior repair of grade 3 rectocele, transbturator tape using obtryx sling, cystoscopy, incision and drainage of vulvar sebaceous cyst procedures performed on (B)(6) 2011 to treat a patient with stress urinary incontinence, grade 3 rectocele and vulvar sebaceous cyst. There were no patient complications reported at the conclusion of the procedure. As reported by the patient's attorney, the patient experienced an unspecified injury.